Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported insulin pump had bolus stopped alarm. The customer's blood glucose was unknown. The customer advised that they got the alarm because, they were not able to enter the details of bolus within 30 seconds. The troubleshooting was not mentioned . The insulin pump will not be returned for analysis.